Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0160988. Customer states that removing the shield, the needle was broken (hub separation). The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. No defects were observed on the returned sample. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle was broken (hub separation)."